Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Additional reporter: (B)(6), rn. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console displayed a fiber optic sensor failure message. The customer attempted removing and re-inserting the fiber optic sensor until it clicked a few times but the message did not resolve. It was then recommended they remove the orange cable and use the grey pressure cable to transduce the inner lumen to the pump. They stated it was already connected but had a flat waveform. It was recommended they put the console in standby, check for a brisk blood return, then de-air and flush the lumen for 15 seconds, and resume pumping. The customer said they would discuss with the team. There was no patient harm or adverse event reported.